Manufacturer narrative:
During a recent FDA inspection, it was observed that we did not submit a medical device report for additional instances that were already reported. This report is to correct that observation.

Event description:
The counterweight hold down block separated from main counterweight assembly. No injuries reported.